Manufacturer narrative:
(B)(4). Date of event: month and day unknown. Only year (2019) is known. Medical device: batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. The following information was requested, but unavailable: is the device lot or batch number available? What were the indications for surgery? What specific bowel procedure was performed? Did the patient receive any preoperative chemotherapy or radiation? What color reloads were used and what was the sequence of the firings? What anatomical structures was the device fired on? Were other stapling or suturing devices used when creating the anastomosis? Were there any issues experienced with the device in the initial surgical procedure? Was the device difficult to fire? Was a leak test performed? If so, what type and what was the result? How many days postoperative did the leak occur? How was the leak identified? Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. How was the leak addressed? What is the current status of the patient? Would the surgeon be interested in speaking with ethicon medical and engineering personnel? Response: I do not have further information at this time.

Event description:
It was reported that post-operative after a bowel procedure there was leaking around the staple line. Unknown how long post-operative this occurred, and it is also unknown how the leak was addressed. The rep will attempt to gather additional information.